Event description:
A consumer reports having inflammation and retinal problems following replacement intraocular lens (iol) implant surgery. He states that his first lens was replaced due to displacement. Manufacturer of the first lens is unknown. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 01/21/2008, 01/25/2008 and 02/01/2008 by phone, mail and fax. A completed questionnaire has not been returned.